Event description:
The pt's daughter who administers home hemodialysis treatments, reports that after successfully priming bloodline, she administered heparin and then noticed air in the line above venous chamber. Following two unsuccessful attempts to recirculate and remove air from system, treatment was halted and the bloodline was discarded. Estimated blood loss of 200cc was due to inability to return blood to pt.